Event description:
It was reported that the patient is a (B)(6) female with a medical history of htn, asthma, cancer, leg pain while walking, arthritis in knees and hips, depression, and chf. The patient received stryker gamma3 on 23may13. The patient has a leg length discrepancy of approximately 3.0cm on the operated limb and prescribed a shoe lift.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process. Received x-rays indicated that the implants had fulfilled their tasks ¿ temporary stabilization of a bone fracture ¿ for a period of approx. 3 months. As no pre- and immediate post-operative x-rays were provided the initial implant positions and the course of potential motion of fragment(s) could not be determined. Slight gaps in the fracture site were still visible on presented x-rays. The possibility of shortening is pointed out in the IFU. The nail (including the lag screw) did not show any deficiencies on received x-ray. It could not be determined if the fracture site had subsided ¿ which is a feature (in a limited range) of the gamma system ¿ during the implantation period. It could not be determined if resp. In what way the patient¿s history of several diseases and / or the patient¿s weight may have contributed to alleged shortening. However, the matter was treated with prescribing corrective footwear (no surgical intervention) and was reported going be resolved. According to received information no further information could be expected. The reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the device resulting in a malfunction or adverse consequence. With available information a deficiency of the nail could not be verified.

Event description:
It was reported that the patient is a 240 lb female with a medical history of htn, asthma, cancer, leg pain while walking, arthritis in knees and hips, depression, and chf. The patient received stryker gamma3 on (B)(6) 2013. The patient has a leg length discrepancy of approximately 3.0cm on the operated limb and prescribed a shoe lift.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted.